Event description:
A malfunction alarm with a code indicating a momentary power loss to the vibrator motor was reported. The customer's blood glucose level rose to 500 mg/dl due to the issue. To address the high blood glucose level, the customer took a correction injection via multiple daily injections (mdi) and did not require assistance from a third party.